Manufacturer narrative:
The microcatheter was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, the report of catheter entrapment and separation could not be confirmed and the cause could not be determined. There is no evidence suggesting that the device was defective, but rather a procedure related event. Angioarchitecture, vasospasm, excessive onyx reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. It is likely that excessive tension was applied, beyond the 20cm limit noted in the instructions for use, to the micro catheter resulting in the separation. Per the device¿s, instructions for use (IFU): if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation. MDR related to this event: 2029214-2017-00394, 2029214-2017-00395, 2029214-2017-00396, 2029214-2017-00397, 2029214-2017-00398.

Event description:
Medtronic received the following report through literature review of ¿endovascular treatment of intracranial arteriovenous malformations with onyx technical aspects¿ weber w1, kis b, siekmann r, kuehne d. Ajnr am j neuroradiol. 2007 feb;28(2):371-7. Nine ultraflow catheters were reported to have been ¿stuck¿ and could not be completely removed from the onyx and arteriovenous malformation (avm). These nine events were reported to have been a result of the vessel tortuosity, duration of the precipitation, the distance of the reflux, and the amount of experience of the treating physician has on pulling on the catheter. These cases were reported not to have clinical consequences.